Event description:
It was reported that this left ventricular (rv) lead was surgically abandoned due to damage at the pin resulting in high threshold. No additional adverse patient effects were reported.